Manufacturer narrative:
Device evaluation the protégé gps stent delivery system, (sds), was received, loose within a nested series of sealed plastic pouches. The returned sds exhibited damage consistent as in the images provided. Image review three post-procedure photographs were received for analysis. The first two images are of the deployment paddles, stainless steel hypotube, and inner guidewire lumen. The third image is of the chinese label. In the first two images the proximal inner assemble has been removed from the stent delivery system. In the first image the stainless steel hypotube has been broken into three segments. The proximal segment includes the proximal deployment paddle and proximal hub luer lock. The middle segment is just the stainless steel hypotube and exhibits kink/bend separation face. The distal segment includes the distal deployment paddle, the stainless steel hypotube, and a proximal segment of inner guidewire lumen. The second image is a different angle of the first image. The third image is of the chinese product label. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three post-procedure photographs were received for analysis. The first two images are of the deployment paddles, stainless steel hypotube, and inner guidewire lumen. In the first two images the proximal inner assemble has been removed from the stent delivery system. In the first image the stainless steel hypotube has been broken into three segments. The proximal segment includes the proximal deployment paddle and proximal hub luer lock. The middle segment is just the stainless steel hypotube and exhibits kink/bend separation face. The distal segment includes the distal deployment paddle, the stainless steel hypotube, and a proximal segment of inner guidewire lumen. The second image is a different angle of the first image. The third image is of the chinese product label. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege gps during treatment of a 50mm fibrous and plaque cto (chronic total occlusion-100%) in the patient¿s left common iliac artery. No vessel tortuosity or calcification are reported. Artery diameter reported as 11mm. There was no damage noted to the device packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was performed using a 6x60 pre-dilation device. No resistance was noted during advancement of the device. The device was not passed through a previously deployed stent. The lock-pin was removed prior to attempted deployment. It is reported during attempted deployment of the stent, the external handle on the device broke resulting in the stent moving. The stent was completely deployed in the body, but it was displaced and did not accurately cover the diseased blood vessel. The stent remains in the patient. A non-medtronic stent was used to complete the procedure. No vessel damage was noted. No detached components were reported to be left in the patient. No patient injury reported.